Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump went into threshold suspend and was unable to unlock the feature. Customer sated the sensor kept alarming her blood glucose was 2.5mmol and going down, when blood glucose was 7.2mmol/l. Customer was advised how to properly calibrate the device. Customer requested a new sensor and serter. No further information reported.